Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of the complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was noise on an rv lead. Lead dislodgement is not suspected due to the fact that the patient has complete heart block and has not had any pauses is pacing. Noise was completely gone with turning off the low frequency attenuation filter. Patient will continue to be monitored at the new settings.